Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no physical damage of the device was confirmed where the foreign material was remained and deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a label that needed replacement, the probe cover insulation read 20 megaohm, the down angulation was below standard, the control knob had play, the distal end plastic cover was dented and scratched, and the bending section cover had cracked glue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had under insufflation due to air/water leak. The issue was found during a diagnostic colonoscopy procedure. The device was returned for evaluation. During the device evaluation, the clogged nozzle and air/water supply nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.